Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection on a laparoscopic single anastomosis, the device was placed over the tissue and jaws closed. The surgeon was also able to press the green button but when firing stopped when surgeon went to fire the device. Upon inspection, the staple legs started to deploy however, it did not form any staples. Another reload was opened to continue the case. There was no patient injury.